Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and intermittent loss of capture. The lead pace impedance was gradually rising and remains within normal limits. A lead revision was recommended and planned for this patient. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and intermittent loss of capture. The lead pace impedance was gradually rising and remains within normal limits. A lead revision was recommended and planned for this patient. Subsequently, this rv lead was explanted. This lead has not been received for investigation. No additional adverse patient effects were reported.